Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent damage occurred and the stent moved on the balloon. A 28 x 3.00mm rebel stent was selected to treat the lesion. However, upon unpacking the device, it was noted that the proximal tip of the stent was damaged and the stent moved on the balloon. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Updated: device avail. For eval, returned to MFR. On, device returned to MFR., device evaluated by MFR., eval summary attached; method code, result code and conclusion code.   Device evaluated by MFR: returned product consisted of a rebel stent delivery system with stent in two pieces. There is contrast in the inflation lumen and on the outside of the shaft. The stent was microscopically examined. The balloon was loosely folded with the stent secured between the markerbands. There is no damage to the stent. The hypotube is completely separated at the hub. The fracture faces were oval as if kinked prior to separation. Inspection of the remainder of the device, revealed no other damage or irregularities. The investigation conclusion is handling damage as the complaint was caused by handling of the device or portion of the device without direct patient contact.   (B)(4).

Event description:
It was reported that stent damage occurred and the stent moved on the balloon. A 28 x 3.00mm rebel stent was selected to treat the lesion. However, upon unpacking the device, it was noted that the proximal tip of the stent was damaged and the stent moved on the balloon. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.